Manufacturer narrative:
Weight reported as overweight but not obese. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; dzi, erl and hbe. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery for a non union of the sternum the e-pen started working while the hand piece was in the lock position. The e-pen was on the patient when it started working. Fortunately, there was no harm to either the patient or the scrub personal. To make it stop we had to turn the e-pen off at the powerpoint. The e-pen was pulled apart and put back together but as soon as it was turned on at the switch the same thing occurred. No harm to patient and no report of any surgical delay. This report is 2 of 3 for complaint (B)(4).